Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician inserted the taxus express2 3.5x32mm drug eluting stent but was unable to cross the lesion in the circumflex (cx) artery. The device was removed and the physician ballooned. A hydrophilic wire was advanced to the lesion, however, the wire had not been wet down. When the physician attempted to advance the sds on the wire, it was stuck and the shaft broke at the exit port when the physician tried to remove it from the wire. The stent delivery system had not entered the pt when the fracture occurred. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.